Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number seven states, "early or late postoperative infection, and allergic reaction." Review of sterilization certification confirms devices were sterilized in accordance with iso (B)(4). This is MDR one of two (1825034-2011-00623 through 00624) for this event. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total elbow arthroplasty in (B)(6) of 2003. Subsequently, the patient was revised on (B)(6), 2011, due to infection. The bearing and condyle kit were removed and replaced.